Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the left femoral artery in a 60-year-old male patient with a past medical history of coronary artery bypass graft (CABG), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, no pulses were noted to bilateral lower extremities due to vasoconstriction. After 18 hours on support, the patient expired. The impella functioned at p-9 at 3.4l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock. It was noted that the medical team did not attribute the death to the impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.